Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient lost stimulation due to not recharging her ipg as recommended. In turn, the programmer and charging system were unable to communicate with the ipg via the help from an sjm representative. As a result, the patient's ipg was explanted and replaced (with a different model) due to it being inoperable. Surgical intervention resolved the patient's issue.